Event description:
It was reported that two weeks post implant the patient was symptomatic with ventricular (v) pacing. It was also reported that the patient felt a pressure sensation whenever the device v paced. Therefore programming was done to lower the outputs and turn managed ventricular pacing (mvp) mode "on" to minimize v pacing with follow up planned in a few weeks. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.